Manufacturer narrative:
The previously reported incorrectly indicated "implantable cardioverter defibrillator" as opposed to "pacemaker".

Event description:
New information received noted the patient's device was explanted and replaced on 3 may 2019. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the lost to follow up patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. It was suspected that the device had reached end of service. Due to the patient being lost to follow up it is unknown if the device prematurely depleted. Device replacement was discussed. No intervention was reported. The patient was stable throughout.